Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the examination of the provided x-ray image showed that the distal tip of the stem has perforated the patient's femoral bone.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The photo investigation can confirm the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : l98015/ 5376201 quantity manufactured: (B)(4). Date of manufacture: 04-march-2021. Any anomalies or deviations identified in DHR: none. Expire date: 31-january-2026. IFU reference: IFU-w90914 rev. B. Device history review : l98015/ 5376201. Quantity manufactured: (B)(4) date of manufacture: 04-march-2021. Any anomalies or deviations identified in DHR: none. Expire date: 31-january-2026. IFU reference: IFU-w90914 rev. B.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was a 20 minutes surgical delay and the affected side involved in this event was the right hip.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem distal slots deformed intro-op. The patient underwent the hip revision surgery with corail revision stem. With x-ray examination during the surgery, it was found that the stem distal slot was deformed. Then the surgeon removed the deformed stem timely and used another revision stem to complete the surgery. The patient was stable now.